Event description:
Loss of ventricular capture was observed with magnet application. The patient's presenting rhythm demonstrated both atrial and ventricular capture, but when the magnet was applied to the pulse generator there was no ventricular capture. The patient became symptomatic with magnet application. The magnet rate was 98.6 pulses per minute, which showed the battery voltage was at beginning of life.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Symptomatic.